Event description:
It was reported by the affiliate that (1) tl30 was used during an unknown procedure. It was reported that the staples were malformed. The case was completed with another device and there was no pt consequence.